Event description:
It was reported that the stent broke. An 8.3/28 expel nephroureteral stent system with twist-loc hub was selected for use. During the procedure, it was noted that the inner portion of the device, the stent, became floppy and it broke off during their exchange. This instance was noticed before where the stent became kind of floppy so the devices were replaced with another of the same type to complete the procedure. No patient complications were reported and patient's status was fine.

Event description:
It was reported that the stent broke. An 8.3/28 expel nephroureteral stent system with twist-loc hub was selected for use. During the procedure, it was noted that the inner portion of the device, the stent, became floppy and it broke off during their exchange. This instance was noticed before where the stent became kind of floppy so the devices were replaced with another of the same type to complete the procedure. No patient complications were reported and patient's status was fine. It was further reported that the patient's status post-procedure was stable.

Manufacturer narrative:
Updated describe event or problem. Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.